Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a custom combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an unknown error message. The patient care technician (pct) stated during followup that the arterial line appeared collapsed and looked to be molded that way. The machine completed testing and prime and the issue was identified at treatment initiation. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the alleged malfunction was received from the customer. According with the photograph received, it can be observed that the main line tubing to the assembly of the pump clear adapter of the arterial line is twisted. The alleged failure mode was confirmed; a separation was observed according with the photograph received from the customer. This kind of failure mode could be caused during the manufacturing process assembly due an incorrect assembly technique or closed clamp could create a kink on the tubing of the main line these can contribute to generate the alleged failure mode. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with a custom combiset immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an unknown error message. The patient care technician (pct) stated during followup that the arterial line appeared collapsed and looked to be molded that way. The machine completed testing and prime and the issue was identified at treatment initiation. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.